Event description:
Pt had an elective coronary angiogram and subsequent elective paclitaxel-eluting stent implanted into their circumflex artery. Post implantation it was observed that the length of the stent ws oversized. The lesion length called for a 20mm length stent which was how the packaging was labeled. Post implantation the stent measures 24 mm in length.